Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates surgery took place where the ipg was explanted and replaced. Therapy restored.

Event description:
It was reported the patient lost weight, causing the patient to experienced pain because the ipg is flipping/moving in the battery pocket. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.